Event description:
It was reported an issue with a pump and charging supplies involving heat and electrical problems, where the pump became hot to touch, overheated, and swelled. There were no temperature alarms recorded, but the pump was charging with tandem charging supplies when the issue occurred. There was no reported adverse impact to customer's blood glucose level. Customer reverted to manual injections for insulin therapy.